Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one nc euphora rx ptca balloon catheter to treat a lesion in a patient. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues identified. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that on the first inflation, when pressure was applied, the balloon failed to inflate. It is also indicated that there was a leak/burst in the balloon. No patient complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a guide catheter was received with the device. The balloon returned with blood visible in the balloon and inflation lumen. The device was placed in the waterbath to disperse the blood in the balloon and inflation lumen in order to aid inflation. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon material immediately distal to the proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material immediately distal to the balloon proximal cone. The balloon material was jagged and uneven at the tear site. Lead in scratches were not evident proximal or distal to the tear site. If information is provided in the future, a supplemental report will be issued.